Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone and email address are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3011370111-2021-00130. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a healthcare professional that during a mechanical thrombectomy of a middle cerebral artery (mca) occlusion with associated acute ischemic stroke, there was resistance encountered as the 5mm x 33mm embotrap ii revascularization device (et009533/21e030av) was being retracted under mechanical pump aspiration. It was stated that the target thrombus was hard, and ¿it was pulled in like passing through¿. Only a portion of the thrombus was removed. At the same time, the 132cm embovac 71 aspiration catheter (ic71132ca/unknown lot number) was noted to be stretched and with a hole. Next, the embotrap ii was used twice ¿by a simple stent¿ but thrombus was not removed. The branch of the m2 was then changed, and a react 68 aspiration catheter (medtronic) was advanced to the m1 via conventional technique. The embotrap and react 68 were used twice by continuous aspiration prior to intracranial vascular embolectomy (captive) technique, but it was impossible to remove the thrombus. Thus, the treating physician decided to complete the procedure without obtaining recanalization to avoid risks to patient. After the procedure, a small amount of subarachnoid hemorrhage (sah) was noted at the distal m1. However, it was reported that the sah did not lead to a major hemorrhage ¿probably because there was no recanalization¿ and the sequelae was mainly associated with the baseline cerebral infarction. There was a continuous flush maintained. Concomitant devices included a trevo trak 21 microcatheter (stryker) and a 9f optimo balloon guide catheter (tokai medical). The trevo trak 21 microcatheter was advanced past the target lesion, and the embotrap ii was deployed at the m2. The embovac was guided via rexas technique and the embotrap was ¿pulled while sucking the pump¿. However, the thrombus was hard and there was a resistance felt on the way. No further information was provided at the time of complaint initiation.

Manufacturer narrative:
Product complaint # (B)(4). Updated section on this medwatch report: b4, g3, g6, h2, h3 h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a healthcare professional that during a mechanical thrombectomy of a middle cerebral artery (mca) occlusion with associated acute ischemic stroke, there was resistance encountered as the 5mm x 33mm embotrap ii revascularization device (et009533/21e030av) was being retracted under mechanical pump aspiration. It was stated that the target thrombus was hard, and ¿it was pulled in like passing through¿. Only a portion of the thrombus was removed. At the same time, the 132cm embovac 71 aspiration catheter (ic71132ca/unknown lot number) was noted to be stretched and with a hole. Next, the embotrap ii was used twice ¿by a simple stent¿ but thrombus was not removed. The branch of the m2 was then changed, and a react 68 aspiration catheter (medtronic) was advanced to the m1 via conventional technique. The embotrap and react 68 were used twice by continuous aspiration prior to intracranial vascular embolectomy (captive) technique, but it was impossible to remove the thrombus. Thus, the treating physician decided to complete the procedure without obtaining recanalization to avoid risks to patient. After the procedure, a small amount of subarachnoid hemorrhage (sah) was noted at the distal m1. However, it was reported that the sah did not lead to a major hemorrhage ¿probably because there was no recanalization¿ and the sequalae was mainly associated with the baseline cerebral infarction. There was a continuous flush maintained. Concomitant devices included a trevo trak 21 microcatheter (stryker) and a 9f optimo balloon guide catheter (tokai medical). The trevo trak 21 microcatheter was advanced past the target lesion, and the embotrap ii was deployed at the m2. The embovac was guided via rexas technique and the embotrap was ¿pulled while sucking the pump¿. However, the thrombus was hard and there was a resistance felt on the way. Additional information received on 04-nov-2021 indicating that the lot number of the embovac catheter was 30550157. The target occlusion was located around the m1 segment of the mca. Rexas technique is ¿rapid exchange aspiration after stent deployment¿. Medical and/or surgical intervention was not required for the sah. Anonymized procedural films/images are not available for review. Visual inspection was conducted on the returned device. The proximal end of the unit was found to be flattened in several areas. Flattened are typical locations of the catheter in the fully inserted position (close to the ID band) were found completely flattened, this type of damage is consistent with procedural overtightening of the rhv to prevent loss of vacuum during co-aspiration. Further evidence of shaft damage was found, there is an area where finger nails seemed to be used to advance the device, this type of damage is seen as it is in only one plane and in the marks are appear closely spaced. For the second area of the catheter that was analyzed, it was found that the distal area of the catheter was also flattened, indicative of rhv overtightening in several areas of the shaft. Lastly, the distal end of the catheter appears to be stretched at the beginning of the chronoprene area and was stretched over 2 times the original length. According to the information documented in the complaint, the customer complaint regarding "catheter (body/shaft)- unraveled/stretched" was confirmed based on the r&d team findings. However the failure "catheter (body/shaft)- puncture/cut" was not able to be confirmed, since this condition was not found on the device. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The instructions for use (IFU) does contain the following precaution: exercise care in handling the large bore catheter to reduce the chance of accidental damage. Catheter unraveling/stretching, puncture/cut, and hemorrhage secondary to vascular injury are known potential complications associated with the use of the embovac in the neurovasculature. With the amount of information available and without procedural films, it is not possible to determine the root cause of the event. However, there are patient and procedural factors including vessel characteristics, clot burden, device selection, and mechanical manipulation of devices within the artery that may have contributed to the event rather than the design or manufacture of the device. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # ==> (B)(4). Updated section on this medwatch report: b4, b5, g3, g6, h2 and h10. Section b5: additional information received on 04-nov-2021 indicating that the lot number of the embovac catheter was 30550157. The target occlusion was located around the m1 segment of the mca. Rexas technique is ¿rapid exchange aspiration after stent deployment¿. Medical and/or surgical intervention was not required for the sah. Anonymized procedural films/images are not available for review. Section e1 - initial reporter phone: (B)(6)> a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint#: (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.